Event description:
It was reported the pt is experiencing uncomfortable rib and stomach stimulation upon increasing stimulation amplitude. A sjm rep was unable to completely resolve the issue with reprogramming as the uncomfortable stimulation was reduced but not eliminated. Subsequently, surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.